Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 5.0, 24.0, 49.0, 52.5 and 83.0 cm from the proximal end. The embolization coil was undamaged and intact with the pusher assembly. The embolization coil was partially out of the introducer sheath distal tip. The proximity marker was damaged approximately 89.5 cm from the proximal end and the introducer sheath was damaged from approximately 4.5 ¿ 5.0 cm from the proximal end. Conclusions: evaluation of the first returned pod8 revealed a functional device. During functional testing, the pod8 was advanced through its introducer sheath and a demonstration lantern with resistance due to blood on the embolization coil. Further evaluation revealed pusher assembly kinks and offset coil winds on the embolization coil. These damages may have occurred during advancement against resistance. Some of the pusher assembly kinks may be incidental to the reported complaint. Evaluation of the second returned pod8 revealed a functional device. During functional testing, the pod8 was advanced through its introducer sheath and a demonstration lantern with resistance due to blood on the embolization coil. Further evaluation revealed pusher assembly kinks, a damaged proximity marker on the pusher assembly and a damage on the introducer sheath. These damages were likely incidental to the reported complaint. The lantern identified in the complaint was not returned for evaluation; therefore, the root cause of the resistance experienced during the procedure could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-02400. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-02400.

Event description:
The patient was undergoing a coil embolization in the superior gluteal artery (sga) and inferior gluteal artery (iga) using pod8s and a lantern delivery microcatheter (lantern). During the procedure, while advancing a pod8 through the lantern in the sga, the physician encountered resistance; therefore, the pod8 was removed. It was reported that flushing it did not resolve the incident. The physician also advanced another pod8 through the lantern in the iga and encountered resistance; therefore, the other pod8 was removed. Flushing it also did not resolve the issue. The procedure was completed using penumbra coils and the same lantern. There was no report of an adverse effect to the patient.